Event description:
It was reported that the atrial lead had dislodged and had been disabled. Fluroscopic imaging of the dislodgement led the physician to believe that it had been caused by twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.